Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2014. 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with sepsis and (B)(6) bacteremia. The patient was treated with antibiotics. The patient was later readmitted with a fever. Blood cultures were (B)(6) for (B)(6). A transesophageal echocardiogram (tee) showed vegetation on the right atrial (ra) and right ventricular (rv) leads. The patient was switched from hemodialysis to peritoneal dialysis and was treated with antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and the patient received a leadless pacemaker. No further patient complications have been reported as a result of this event.